Manufacturer narrative:
The device was received for evaluation. A flow accuracy test was performed, and the results passed. The reported condition was not verified. No device correction was required. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq syringe pump infused too quickly post antibiotic. The pump flushed within seconds instead of the 10 minutes programmed. The device contained antibiotics. There was no report of patient injury or medical intervention associated with this event. No additional information is available.